Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported via email by insulet that the patient passed away. The death was reported to insulet by a coroner staff member. The death was also reported to dexcom by the spouse¿s attorney. The coroner¿s office stated that the patient had contacted an unspecified manufacturer several times about her sensor not properly functioning. Insulet reported no records of this alleged communication. Dexcom only has record of one patient complaint for "no readings", "sensor error" or "brief sensor issue" made in (B)(6) 2024 via web self-service. One phone complaint was reported to dexcom for alleged loss of connection in (B)(6) 2023. It was alleged that each time the patient put on a sensor, she would delete and re-enter the pairing code into the omnipod; however, it would reportedly not connect. At an unspecified time, it was reported to insulet that the dexcom app on her phone displayed, "sensor failure." It was alleged that the patient had a scheduled visit with her doctor to review these issues; however, the patient passed away prior to the appointment. It was alleged that because of the reported issues, the patient would go to bed with hyperglycemia and experience hypoglycemia around 30-40 mg/dl. It was reported that for months prior to the patient's death, she was having rapid weight loss. She allegedly experienced decrease appetite, extreme dizzy spells, and exhaustion. The patient reportedly passed away on (B)(6) 2024. The patient's death certificate lists hypoglycemia as the cause of death. The sensor was returned for analysis and the investigation is underway as of 09/25/2024. There was no information of further medical evaluation or intervention. Attempts by dexcom's technical support to contact the reporting coroner for additional details were unsuccessful. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was provided. A review of the share logs was performed. Signal loss and sensor failure due to low counts aberration were found within the investigation window. Analysis of the data logs indicates that the user wore the last sensor for two days. The last sensor session was started on (B)(6) 2024 at 9:44 pm with a new transmitter paired since the prior transmitter had been used for the expected duration. The first estimated glucose value (egv) was 330 mg/dl at 11:49 pm. The patient¿s egvs then remained above the user low threshold (70 mg/dl) with values ranging from 141 mg/dl to 326 mg/dl with intermittent episodes of signal loss under 30 minutes until (B)(6) 2024 at 10:54 am. The device experienced signal loss for over 34 hours from (B)(6) 2024 at 10:59 am until the sensor failed on (B)(6) 2024 at 08:54 pm. The app did not deliver signal loss alerts, as these alerts were manually disabled by the user. After signal was restored, the app delivered sensor failed alerts, increasing to 100 percent volume, from (B)(6) 2024 at 11:19 pm to (B)(6) 2024 at 04:49 am. No device performance data was recorded in the data logs after this time. Two products were returned for investigation: sensor pod and transmitter. The sensor pod was evaluated. An exterior visual inspection was performed and found major damage. An external visual inspection failure was performed, and the sensor pod was detached from the adhesive patch and the patch had tears. Additionally, the transmitter was evaluated. An external visual inspection was performed, and no damage was found. The voltage test was performed and passed. The nordic bluetooth pairing test was performed passed. The allegation is undetermined due to sensor pod, sensor wire, and transmitter having no abnormalities that would contribute to the patient's passing. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B3: event date - correction. B5: describe event or problem - additional. H2: additional information/correction. H6: type of investigation - additional. H6: investigation findings. H6: investigation conclusion.